Event description:
It was reported that during a surgical procedure at the user facility metal shavings were coming from the device. There was no report of the metal shavings entering the surgical site. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed, if additional information is received and requires reporting.